Event description:
It was reported that a lead warning was seen on the observation window. The patient stated that the device had been beeping that morning. No patient alerts had been seen since the last interrogation; however, the device had been repeatedly interrogated since implant, which extended the amount of time that the observations would be visible after being cleared. A magnet placement confirmed a steady tone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk revealed no anomalies.